Event description:
A crack was found on the sponge cap. The sponge cap did not soak up the iodine. There was no patient injury or medical intervention. The actual sample is available for evaluation.

Manufacturer narrative:
(B)(4). The sample was received, however the evaluation has not been started. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). Evaluation summary: this complaint for a crack on the sponge cap was confirmed following evaluation of the complaint sample. No other similar complaints have been received for this batch. No root cause relating to the manufacturing process has been determined. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.